Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system screen remained stuck on the loading screen during the scan import using a universal serial bus (usb). This resulted in a delay as the system showed 0 out of 192 slices downloaded for more than three minutes. Two soft reboots were performed, but the issue persisted, leading to the abortion of the guidance system. The surgery proceeded using an alternative navigation system. After the surgery, the scan was successfully reloaded using the same usb, with all 192 images loading quickly without any issues. No patient complications have been reported as a result of this event. The procedure was delayed less than one hour.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.